Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 160 mg/dl. The customer's current blood glucose is 114 mg/dl and another blood glucose level was 134 mg/dl, 118 mg/dl. The customer was treated with glucose intake, milk, saltines, peanut butter. Troubleshooting was done for low blood glucose and over delivery. The customer was off the insulin pump prior to hospitalization for less than 48 hours. Based on customer report customer does allege pump was over delivering because customer already filled the reservoir. The insulin pump will be returned for analysis.